Event description:
A female patient presented with a postoperative hematoma. It was reported that upon reintervention, it was discovered the thinwalled fep ringed gore-tex vascular graft (lined) graft was split.

Manufacturer narrative:
A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot met all pre-released specifications.